Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient surgery for repair of an umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to remove the defective ventralex hernia patch. It is alleged the device had buckled, caused a severe foreign body reaction and perforated his bowel. The attorney alleges the patient experienced additional surgical procedure, bowel perforation, foreign body reaction and severe and permanent injury. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with large umbilical hernia and underwent repair with bard mesh ¿ ventralex. Per the operative notes, "the patient had umbilical hernia and the hernia sac was dissected free. A large ventralex (device #1) circle with strap was placed and sutured. (B)(6) 2013 and (B)(6) 2013 - during follow-up visits, it was noted that there is a mild induration in the abdominal wall, particularly above the umbilicus. (B)(6) 2013 - the patient had developed abdominal pain and underwent percutaneous aspiration of abdominal wall abscess by interventional radiology and started with intravenous antibiotics. (B)(6) 2013 - the patient was diagnosed with abdominal wall abscess and underwent incision and drainage. Per the operative notes, ¿small cavity of purulent material was noted and it was aspirated. The wound was irrigated and a iodoform gauze was packed into the open wound." From (B)(6) 2013 to (B)(6) 2014 - patient had multiple hospital visits due to abdominal pain and was prescribed with medications. (B)(6) 2015 - the patient was diagnosed with incisional hernia and underwent laparoscopic with xenmatrix. Per the operative notes, "the omental adhesions are separated from the abdominal wall and mesh, small bowel was densely adherent in places. The mesh was removed from the abdominal wall. It was confirmed that the old mesh had eroded into the bowel and a small bowel resection was performed. A xenmatrix (device #2) was placed and sutured.¿ attorney alleges that the patient experienced abscesses, adhesions, bowel or intestinal perforations, bowel or intestinal removals, emotional injuries without treatment, infections, mesh shrinkage, pain, recurrence and mesh eroded into bowel.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced pain, foreign body reaction, perforation and buckled material. Without a sample returned for evaluation an assessment into the allegation of buckled material could not be made. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct PMA/510(k) #. Based on the additional information received, no conclusions can be made. As reported, post-implant of ventralex mesh, the patient was diagnosed with abscess, adhesion and underwent hernia repair surgery with implant of xenmatrix mesh. Per medical record provided, it was mentioned that "the old mesh had eroded into the bowel". The adverse reactions section of the instructions-for-use supplied with the device lists hernia recurrence, adhesion, infection as possible complications. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced pain, foreign body reaction, perforation and buckled material. Without a sample returned for evaluation an assessment into the allegation of buckled material could not be made. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - the patient surgery for repair of an umbilical hernia. A ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to remove the defective ventralex hernia patch. It is alleged the device had buckled, caused a severe foreign body reaction and perforated his bowel. The attorney alleges the patient experienced additional surgical procedure, bowel perforation, foreign body reaction and severe and permanent injury.